Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a acdf cervical fixation procedure. Screw remains in the patient. Procedure was at c4/c5 - c5/c6 ¿ c6/c7 level. Patient had 3 discect omies. It was reported that the screw broke during implantation. Where the screw is broken, it was impossible to replace a new screw. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.